Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials#: unknown batch#: unknown it was reported that the bd extension set leaked. The following information was provided by the initial reporter: "there is sometimes leakage around the interface with the extension set." Rcc received a complaint via email. Email(s) attached. Clinician (radiologic technician) pointed to a picture of iag product family device and stated that there is sometimes leakage around the interface with the extension set. Clinician noted that sometimes the connection between the IV and the extension set is covered by tape when he receives it from the other department so the connection is not always visible. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event. Unclear which connecter was being used.